Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the insulin pump had recently been dropped. Blood glucose level was 194 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. However, the insulin pump was received stuck in a motor error alarm that occurred during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.